Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of air bubbles in the reservoir. The customer's blood glucose reading was unknown. The customer stated that insulin was stored by room temperature. The customer mentioned that the pump was not rewound with a reservoir in place. The customer stated that there are no air bubbles in set after filling. The air bubbles occurred after 1-5 hours.